Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation which exposed the outer coil at 36.8 cm to 37.3 cm from the connector pin. The abrasion was consistent with constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.